Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced difficulty applying and deploying infusion sets and subsequently transitioned to a steel cannula infusion set, with no alerts or alarms and no impact to blood glucose. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of the information they provided. Investigation of this case revealed a usage problem related to improper or incorrect procedure or method, with no device problem found, and the implicated component being the infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.